Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device was not possible. A review of the mfg records showed no anomalies.

Event description:
It was reported to medtronic neurosurgery that allegedly a broken pt line stopcock caused a csf leakage and sudden decrease in intercranial pressure.